Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) screen flashes red dots. There was patient involvement however, no adverse event reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - b5, h6 (component codes).

Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6), event site telephone - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the screen of the cardiosave intra-aortic balloon pump (iabp) was flashing red dots.

Manufacturer narrative:
Updated fields - b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) states screen flashes red dots. Fse reconnected the display cable and the fault is resolved. The device has passed all factory-specified performance and safety test indicators. The device has been delivered to the customer and is ready for clinical use.

Event description:
N/a.